Event description:
It was reported that the customer experienced a malfunction with their pump, where the button was unresponsive, making it difficult to turn off. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support recommended replacing the pump, confirmed the warranty status, and arranged for the customer to use manual daily injections as a backup therapy. They instructed the customer to allow the pump's battery to deplete before returning it using a pre-paid label within ten days, which the customer understood and acknowledged.